Manufacturer narrative:
H10: the device was received for evaluation. The coupler rings with no other portion of the product were returned and they showed signs of use (dried blood) consistent with the product being utilized during a surgical process. A visual inspection of the coupler rings did not show any defect; the rings and pins were all intact with no damage or bent tips visible. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm coupler would not close. The issue was discovered during patient use. A new coupler was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.